Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with left apical pneumothorax and was admitted to hospital. On (B)(6) 2017 a chest tube was placed and chest x-ray monitored. The chest tube removed on (B)(6) 2017 the patient was stable and discharged the next day.